Event description:
Clinical study. It was reported 1517 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure that the patient presented with coronary artery restenosis requiring subsequent reintervention. The index procedure treated the 99% stenosed 3.5x10mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre-dilation and the placement of a 3.5x16mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. At 1517 days following the index procedure, the patient underwent a nuclear stress test after experiencing right sided chest pain with exertion. The stress test revealed lateral ischemia with ejection fraction of 56%. Wall motion showed posterolateral hypokinesis. Cardiac catheterization was recommended and performed on day 1519 revealing: 70% stenosis in the left main coronary artery (lmca). 75% stenosis of r-pda in the right coronary artery. Left anterior descending artery (lad) had a 50% proximal stenosis before the first branch of the previously placed mid stent widely patent. Lcx (target vessel) had a 99% ostial stenosis; previously placed stent and area distal to the stent widely patent; 99% ostial stenosis of the ramus. CABG was recommended and the patient needed to be weaned off of clopidogrel, so surgery was scheduled for a later date. Treatment resumed on day 1524 post the index procedure, consisting of CABG x2 including rima to obtuse marginal branch (om ) and lima to lad. The patient recovered and was discharged on day 1530.